Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection revealed that the tubing had been sealed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, retraining was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing in the lower half of a clearlink solution set appeared to have been "severed." This was noted during priming. There was no patient involvement. No additional information is available.